Event description:
The customer reported a recoverable system lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A communication error was identified. The respective power supply was evaluated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.